Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a procedure performed on (B) (6) 2010 ((B) (6); exact age, gender, weight unknown). According to the complainant, a wallflex biliary rx partially covered stent was successfully implanted in the patient¿s bile duct. The stent, however, only measured 6cm under fluoroscopy. The stent was reported to have been slightly elongated by the tightness of the stricture. The physician thinks the stent was not the size that the label stated. Another stent was placed through the wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (6). (B) (4) therapy/non-surgical treatment, additional. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a procedure performed on (B)(6) 2010 (patient over 18 years old; exact age, gender, weight unknown). According to the complainant, a wallflex biliary rx partially covered stent was successfully implanted in the patient's bile duct. The stent, however, only measured 6cm under fluoroscopy. The stent was reported to have been slightly elongated by the tightness of the stricture. The physician thinks the stent was not the size that the label stated. Another stent was placed through the wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device was not returned for analysis; therefore a visual and functional evaluation could not be performed. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. There were no partially covered batches with a shorter length stent processed before or after this batch; therefore, there was no potential for a product mix-up to occur during manufacture. During manufacturing, all units are 100% visually inspected to detect any abnormalities such as the stent length. The stent dimensions of 10mm x 80mm as specified on the product label refer to the deployed and fully opened stent. The implanted stent length is relative to its diameter, these dimensions are indicated on the product pouch and box label. The most probable cause for the stent appearing shorter than 80mm is because the stent length was assessed incorrectly under fluoroscopy. Based on the analysis of this complaint record, the most probable root cause is operational context